Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: unavailable. No UDI number exists for the specified product code. Evaluation statement: three complaint devices were received and evaluated. Visual inspection reveals that out of the three, two devices were examined and did not have any anomaly or damage to the blade locking pin/ proximal end. The third device¿s proximal end was cracked. This failure can be confirmed. No information was provided regarding how or when it was cracked. One possible hypothesis is that it was cracked during insertion/removal, which could cause the crack to spread and break. A batch record review has been conducted and our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed no other complaints of any kind for this lot of 200 devices that were released to distribution. Based on the overall complaint rate for this failure, at this point in time, no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported that during an acromioplastie procedure, the white head at the end broke in two pieces during manipulation. Additional information: how was this procedure completed? With another burr. Did anything fall into the patient, and if so was everything removed? No. Did this issue extend the procedure time greater than 30 minutes? No.